Event description:
The hcp reported a patient, eighteen weeks pregnant, implanted with an intrathecal drug delivery pump approximately 13 months ago, presented to the local emergency room with nausea and vomiting. The patient was afebrile and was given IV fluids for a suspected stomach virus. Three days later, the patient's family contacted the hcp to report the patient was "very shaky" and was having difficulty walking. The patient was evaluated and was found to be grossly hyper-reflexic with rare spontaneous spasms. She was awake and alert, but verbal responses demonstrated some latency of response and answers to recent historical information were occasionally incorrect. The patient denied any itching but her lower limb was stiffer than usual and her deep tendon reflexes and h-reflexes were grossly elevated. The h-reflexes were of greater magnitude than her pre-itb baseline. The hcp reported they had lost measurable h-reflexes during the titration to her current dose of 170 mcg/day baclofen. The catheter tip is at the c5 location. The hcp reported the hyperreflexia may be influenced by a viral syndrome, however, the examination and electrophysiological findings are highly suggestive of itb withdrawal and is convinced the patient is not getting any itb. The exact cause is unknown. Following consultation, the hcp decided to not restart itb therapy until after the patient delivers her baby. Additional information received from the hcp indicated the patient is no longer in withdrawal or any distress. A recent check of the baby indicates no evidence of any abnormality. The patient seems her usual cheerful self, but she remains hypertonic and hyperreflexic, consistent with her pre-itb state. The patient has been weaned from oral baclofen. Her ambulatory status is worse than her pre-itb functional level when she had botox injections to the ankle invertors to facilitate ambulation. The hcp is not recommending botox injections due to the unknown risks for the unborn child. The hcp is planning a thorough evaluation of the itb systems including imaging, electrophysiological, and motion analysis evaluations of the device as well as re-evaluating the neurological and functional status of the patient once the baby is born.

Manufacturer narrative:
.